Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to the patient experiencing significant pain at the generator site. A new transvenous system was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to the patient experiencing significant pain at the generator site. A new transvenous system was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.